Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they fell on their left side after stumbling with their foot, and their pacemaker had moved. In addition, the patient experienced pain in their chest and a burning sensation near their pacemaker. The implantable pulse generator(ipg) remains in use. No further patient complications have been reported as a result of this event.